Event description:
The customer reported that while on a call involving a female pt, the unit would not read input from a 3-lead cable. The customer tried different cables. They had to use the paddles. There was not adverse outcome to the pt.